Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result perceived to be high compared to a reading obtained on the built-in reader and was able to self-treat with insulin (type/dose unspecified and unspecified medication. Customer subsequently experienced unspecified symptoms and was unable to self-treat, requiring treatment with glucose and carbohydrates (unspecified) provided by a non-healthcare professional (non-hcp). There were no reports of the customer requiring treatment from a health-care professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.